Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the issue was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the settings not available message was seen on the controller for all three groups. The patient could decrease amplitude but not increase it. The representative noted that no falls were reported related to the issue and a lead connection check showed no issues with the 0-7 lead but the 8-15 lead had impedance issues. Contacts 8, 13 and 14 were greater than 40000 ohms while all other contacts were around 700 ohms. The patient was reprogrammed around the contacts and the issue was resolved. The indication for use was spinal pain. No patient symptoms reported.